Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that one of the passive planar probes ("chicken foot") on site was displaying higher than acceptable geometry error. No further information available at time of call.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) please see section a1-4., b5., and additional codes for the additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a cranial biopsy, the issue occurred intra-operatively, there was no surgical delay, and there was no impact to the patient's outcome. Additional information was received. Troubleshooting was performed, the site switched to the scope probe, which was able to be tracked. The field representative (rep) was able to do geometry testing on the passive planar blunt probe, the scope probe and the reference frame from the set. At the time of testing, they all passed. The rep did pay more attention to the passive planar blunt probe in their test. As the rep covered the spheres as part of their testing, they noticed that the geometry error decreased more compared to the other spheres as they covered the sphere on the right arm of the probe. The rep then went to the scope probe which didn¿t show any difference. The rep went back to the passive planar blunt probe; this time there was no difference. The rep tested it a third time and saw a similar difference as to the first time on the same arm.

Manufacturer narrative:
H2, additional info added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received when the rep was contacted for suspected cause. It was reported that the probe passed repeated geometry tests that the rep put it through and all instruments in the set, along with multiple registrations from multiple work flow set-ups.